Event description:
It was reported that during treatment with a prismaflex m100 set c, an external blood leak was observed and the blue adapter was loose. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The actual device was not available. However, a photograph of the sample was provided for evaluation. Their visual inspection observed that the cone of the return male luer lock (mll) was broken resulting in an external fluid/blood leak. The reported condition was verified. The cause was design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.